Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("uterine perforation"), fallopian tube perforation ("fallopian tube perforation"), gastrointestinal injury ("perforation of the colon") and pelvic infection ("infections") on an unspecified number of female patients who received essure. The occurrence of additional non-serious events is detailed below. On unknown dates, the patients started essure. On unknown dates, the patients experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), gastrointestinal injury (seriousness criterion medically significant), pelvic infection (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("chronic abdominal pain") and headache ("headache"). At the time of the report, the uterine perforation, fallopian tube perforation, gastrointestinal injury, pelvic infection, abdominal pain and headache outcome was unknown. The reporter provided no causality assessment for uterine perforation, fallopian tube perforation, gastrointestinal injury, pelvic infection, abdominal pain and headache with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 09-mar-2017 for the following meddra preferred terms: uterine perforation. The analysis in the global safety database revealed (B)(4) cases. Fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Gastrointestinal injury. The analysis in the global safety database revealed (B)(4) cases. Pelvic infection. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to an unspecified number of female patients who had essure (fallopian tube occlusion insert) inserted and experienced uterine perforation, fallopian tube perforation, perforation of the colon and infections (seen as pelvic infections). All these events are regarded as anticipated according to the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. In addition, upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. This case was reported with limited information. The exact date and mechanism of uterine perforation, fallopian tube perforation, perforation of the colon are not known. However, given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident due to serious injury. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.